Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had 6 spinal cord stimulators that hadn't lasted as long as expected, 2 of which hadn't yet been reported. They also reported they have had 6 revisions, 1 of which had not yet been reported. No symptoms were reported. No further complications were reported or anticipated.